Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with bubbles, moderate yellowing and a small blemish/defect possible puncture of the outer shell on the lower area on the anterior surface. This was confirmed to be intact post decontamination. The device was weight and was 567.7 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery.